Manufacturer narrative:
Zoll has not yet received the product for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 8 (motor controller fault detected) error message. The reported event did not involve a patient. No further information was provided.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 8 (motor controller fault detected) error message was confirmed through functional testing and archive data review. The root cause is due to a slipping bushing in the drive train motor. The platform was functionally tested and during initial take up displayed a ua 8 error message. Further testing identified that the motor controller's built-in fault detection system signaled a fault due to slipping bushing in the drive train motor. The archive data was reviewed and contained multiple occurrences of ua 8 error messages on (B)(6) 2017, rather than on the reported event date of (B)(6) 2017. No event was recorded from (B)(6) 2017 to (B)(6) jul 2017. As part of routine service during testing, the platform was examined and found no physical damages. Upon customer approval, the drive train motor will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).